Event description:
It was reported that; screw and screwdriver interface during procedure created issue. Screw no longer stayed engaged and surgeon could not advance or back out screw. The issue occurred with the screw. The screwdrivers were used again with no complication. 10min delay in surgery was reported.

Manufacturer narrative:
Method: device not returned; results: manufacturing files could not be reviewed because no part was returned or lot number submitted. Conclusion: the likely cause of the jamming was the screw being inserted tightly against the vertebral body caused the head to be difficult to remove as advised against in the surgical technique "to minimize the potential for rigid locking and limiting the range of angulation, do not seat the screw head too tightly to the bone".

Event description:
It was reported that; screw and screwdriver interface during procedure created issue. Screw no longer stayed engaged and surgeon could not advance or back out screw. The issue occurred with the screw. The screwdrivers were used again with no complication. 10min delay in surgery was reported.